Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that her insulin pump alarmed no delivery six times that day. The patient's blood glucose was 419 mg/dl after the second no delivery alarm. The device also alarmed with motor error; however, she rewound the insulin pump multiple times and made sure that insulin continued to exit the infusion set tubing. Troubleshooting was initiated for the no delivery alarm. The customer was able to run a prime; however, when the infusion set was inspected the cannula was bent. The infusion set was changed and she treated her high blood glucose via insulin pump bolus. The customer stated that when she had similar issues with her previous insulin pump that she went into diabetic ketoacidosis. The customer also mentioned that she dislikes when her blood glucose falls into the 20 mg/dl and 30 mg/dl range. The customer also received recurrent site infections. No products were returned or replaced at this time.